Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Mother reports that patient's blood glucose is running high because her infusion set has leaked, disrupting her insulin delivery. Mother reports that the batch of infusion sets the patient is using are faulty because the adhesive is not sticking to patient's skin properly, causing the infusion set to leak, adhesive is found to be wet. No adverse event alleged. A request was made for the return of the device.